Manufacturer narrative:
Information provided in the instructions for use (IFU) includes: irrigating through the velocity biopsy valve's irrigation line, when a device is in the accessory channel, will reduce the volume of irrigation fluid delivered to the site and may result in leaking. Adequate space is required to allow fluid to pass freely at moderate pressure and minimize leakage at the valve connections. Leakage through the valve opening will occur when a non-sheathed spring-coiled device, such as a biopsy forceps, remains in the biopsy valve during irrigation. The device was not returned for examination. A review of complaint history for the lot (00711140 lot 1404503) finds no other reports of any type. This report will be updated if further information becomes available.

Event description:
The disposable velocity biopsy valve is used to cover the opening of the biopsy inlet port of a flexible gastrointestinal endoscope. The velocity biopsy valve provides access for endoscopic device passage and exchange, helps maintain insufflation, and minimizes leakage of biomaterial from the accessory port throughout the gastrointestinal endoscopic procedure. The velocity biopsy valve provides a connection for irrigation through the velocity irrigation pump. The velocity biopsy valve (00711140) is appropriate for use with pentax gastrointestinal endoscopes. An international distributor reported the device tubing separated from the valve body during procedural use. There no patient harm, user contact with bodily fluids did occur, while there was no report of harm to the patient or user and the instructions for use call for adherence to body substance isolation protocols, exposure to bodily fluids do present a risk of harm due to the potential for exposure.